Event description:
It was reported that the customer experienced low blood glucose levels. The customer stated that she had some unexplained low blood glucose events and was unsure whether she had had an incident involving the scroll wrap. The blood glucose reading was 36 mg/dl, which was treated with food. She stated that she gets low blood glucose periodically if she was just bolusing to correct and not to eat. She noted that in the morning, she woke up with a blood glucose reading of 346 mg/dl. She stated that she used the bolus wizard and it had her deliver 4.1 units of insulin. Less than 2 hours later, the blood glucose reading was 36 mg/dl. Upon troubleshooting, the device passed the displacement test. She was advised to speak with her doctor regarding low blood glucose. Upon troubleshooting, no issue with the insulin pump was found. However, since the customer was concerned with the low blood glucose and possible scroll wrap issue, the insulin pump would be replaced. Nothing else reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had deep scratches on the display window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.